Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and clarification of event date (the initial report listed (B)(6) 2019 as event date. The event occurred on an unknown date in (B)(6) 2019. A titan pump was received for evaluation. Examination and testing of the returned component revealed a separation in the pump bulb between the first and second rib. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Abrasion was noted on the shorter exhaust and inlet tubes of the. Based on examination of the returned product, it was concluded that while in-vivo the shorter exhaust tube and inlet tube of the pump had overlapped and abraded against one another. It was further concluded that the rough and irregular surfaces associated with the pump bulb separation indicated that sufficient stress(s) may have been exerted on the on this site to separate it while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release and no anomalies were noted during production. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
The event occurred in (B)(6) 2019.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted.

Event description:
According to the available information, the device was not inflating and there was a fracture in the pump bulb. It was reported that this was a pump exchange only due to broken pump.